Manufacturer narrative:
Event conclusion: the device and lead were not returned for analysis. This report will be updated if further info becomes available.

Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced oversenisng. The pacing lead impedance also measured over 1500 ohms. The physician elected to replace the device and lead.